Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. Minor split was noted on proximal end of the catheter which leads to fluid leak. Therefore, the investigation is confirmed for the reported catheter break and leak issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, nine months, and fifteen days post a port placement in the right chest wall via the internal jugular vein, the patient allegedly developed subcutaneous edema upon pushing the saline, and the catheter was allegedly found to be ruptured upon removal. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, nine months, and fifteen days post a port placement in the right chest wall via the internal jugular vein, the patient allegedly developed subcutaneous edema upon pushing the saline, and the catheter was allegedly found to be ruptured upon removal. Reportedly, the port system was removed. There was no reported patient injury.